Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global foreign matter on catheter tip. The following information was provided by the initial reporter: date of occurrence: (B)(6) 2025 description: when unblocking the catheter, there was a plastic joint (probably from the cap) on the tip. Consequences: delay in management. Immediate action taken: discard the device. Change catheter with same reference but different batch (=intact).

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381033 and lot number 4282459 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.